Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular or vascular injuries, such as perforation or damage of vessels, ventricle, myocardium or valvular structures that may require intervention are potential adverse events associated with bioprosthetic heart valves and the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the bav catheter or delivery system and is most likely to occur with the transapical approach. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, it is possible that procedural factors (entanglement of the guidewire on the mitral apparatus and subsequent tracking of the delivery system and valve) led to the reported crossing difficulty, chordae tendinae rupture and resulting hypotension and conversion to open surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported by the edwards field clinical specialist that during the transapical tavr procedure the amplatz extra stiff wire was advanced and did not appear to be entangled in the mitral apparatus. The edwards bav balloon crossed into native aortic valve with no issues. Reportedly the 26mm sapien valve could not be advanced across the native annulus. The patient was then placed on cardio pulmonary bypass (cpb) due to hypotension and the difficultly crossing the native annulus. During cpb placement the sapien valve was successfully advanced across the native annulus and implanted in a 60:40 position. After deployment of the 26mm sapien valve there was significant mitral regurgitation noted and it was believed that the delivery system was entangled in the mitral papillary muscles and the papillary muscles were torn during the delivery system advancement. The patient was converted to open surgery and after a successful mitral valve replacement the patient was transferred to recovery on ECMO.